Manufacturer narrative:
The reported event of noise was confirmed. As received, a partial lead was returned in two portions, measuring 8.3 cm and 54.0 cm. Visual inspection of the lead found an external insulation abrasion breaching the outer insulation and exposing the outer coil at 41.3 to 41.5 cm from the distal tip on the distal portion. The abrasion is consistent with friction to the device can. The cause of noise was due to the external insulation abrasion which is consistent with friction to the device can.

Event description:
It was reported that the patient presented to clinic for follow-up. Interrogation of the device revealed that there was noise on the right ventricular lead that was oversensed and led to some pacing inhibition. The lead was explanted and replaced, and the patient was in stable condition.